Event description:
It was reported that the patient presented to the hospital for a scheduled device upgrade and right atrial (ra) lead replacement procedure. The ra lead was noted to exhibit noise oversensing resulting in inappropriate mode switch and multiple noise episodes recorded. The ra lead was capped and replaced on (B)(6) 2025. There were no patient consequences.